Event description:
A pharmacist reported that the during cataract surgery in the right eye of a female patient, the phaco emulsification tip (phaco tip) broke when the surgeon tried to increase the energy to remove a hard crystalline lens. The surgeon had not yet received the x radiation report. The surgeon referred the patient to another center, and the operation went well. There was no information about current patient condition.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in d.4. Lot number of suspected product was updated. One opened phaco emulsification tip (phaco tip) in a zip top bag was received for the report. The returned phaco tip was visually inspected and was found to be non-conforming, broken in the middle of the cannula, cracks in the metal on the cannula, and two holes were identified on the cannula with raised metal pieces. The back hole was slightly nonconcentric. Uneven wall thickness was observed on both broken pieces. Wear was observed on the threads, back of flange, and nut corners consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed and the record opened for this file is for trending of the defect of uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30 times magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phaco emulsification tip (phaco tip) in a zip top bag was received for the report. The returned phaco tip was visually inspected and was found to be non-conforming, broken in the middle of the cannula, cracks in the metal on the cannula, and two holes were identified on the cannula with raised metal pieces. The back hole was slightly nonconcentric. Uneven wall thickness was observed on both broken pieces. Wear was observed on the threads, back of flange, and nut corners consistent with threading on a handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the event. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed and the record opened for this file is for trending of the defect of uneven wall thickness of the phaco tip. All phaco tips are 100 percent visually inspected by trained operators using 30 times magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).